Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an "rt040 full face mask had been on a patient for 4 days (12 hours on, 12 hours off) and the mask seal completely separated from the shell." No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned rt040 full face mask was visually inspected for seal separation. Results: visual inspection of the complaint mask revealed that the seal was glued properly with a continuous bead of glue. Indents in the glue line show that the seal was properly inserted into the base. A lot check revealed no other complaints of this nature for lot number 100205. Conclusion: the rt040 full face mask features a mask base, seal and headgear. The mask seal is inserted into the mask base and is secured with glue. We are unable to determine the root cause of the separation as the seal and base of the returned rt040 mask had been completely separated prior to receipt. The visual inspection of the returned device shows that the mask was assembled and glued properly. This suggests that the separation was not related to manufacturing defect. The seal separation may occur if excessive force is applied to the mask. The rt040 mask is subjected to post-production tests to ensure the seal on the mask can withstand a removal force greater than 100n. (B)(4).